Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The denovo lesion was located below the knee. A 1.5mm x 20mm x 142cm sterling es pta balloon catheter was inflated below nominal pressure and ruptured. The number of inflations is unknown. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the product was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).